Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the balloon has busted and caused issues over the last year. Additional information received from the patient on (B)(6) 2024 stated he has been using this product for 5 years and has not had any issues with the product until the last year with balloons deflating for no known reason. Some of the balloons deflated after only 5 hours, others after 2 weeks. He did not log the dates of any of the incidents. The lot numbers are not known. He only uses the lubricant from the kit, no external products were used during insertion.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event as no lot number or product samples were returned for evaluation. The manufacturing process was reviewed. The current process and controls were found to be followed correctly, including subassemblies, finished product assembly, packaging, and product inspections. The product 6950 was discontinued in august 2023. No actions are required at this time. All information received will be used for tracking and trending purposes.